Event description:
The failure of the alaris pump is described as follows: the call team was assembled for an emergent cardiac case for a patient in cardiac arrest with a presumed massive pulmonary embolism, who was coding when they arrived on the floor. The doctor programmed the alaris pump for the infusion of epinephrine and norepinephrine at high dosages. About ten minutes later, the doctor happened to look at the alaris pump and found that it had shut down without any warning or audible alarm. There was a red light flashing on the front of the pump, but since every member of the call team was busy resuscitating the patient, nobody saw the red light. It remains unclear how long the pump had not been infusing. In this incident, the problem was not due to a battery problem, as the machine was plugged in at the time.